Manufacturer narrative:
Further investigation determined that this is a duplicate complaint. This was previously reported under medwatch 2015691-2020-11942. This complaint will be voided.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that this foresight sensor was not reading correctly. Follow-up is ongoing for further information. No patient injury has been reported. The product was available for evaluation. Patient demographics were not able to be obtained.